Manufacturer narrative:
(B)(4).

Event description:
It was reported that a health care provider ¿would like to hear about pumps from two to three years ago. Feels may be issues¿. No further information was provided and the medication used within the device systems was not reported. Additional information has been requested, but was not available as of the date of this report.